Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited several episodes of noise and low impedance. The lead was explanted and replaced, at which time, damage to the lead was noted around the clavicle.